Event description:
Resident was in a likorall 242 s lift when the liftstrap broke, the patient was over her wheelchair and fell about 1 foot from lift into wheelchair. Lift bar came down onto the patient's lap. The lift was inspected by our facilities maintenance department, the stitching on the liftstrap had come undone causing the strap to break. The lift had been certified within the last year.